Event description:
Boston scientific crm received information that an unknown implantable cardioverter defibrillator (ICD) was having telemetry problems. A unknown field representative (possible competitor's) inquired where they could see if radiofrequency (rf) is on, on the programmer. Technical services (ts) explained how to determine if rf was programmed on; however, the field representative disconnected before indicating the model and serial number and if rf was programmed off. Attempts to obtain additional information were made; however, were unsuccessful. No adverse patient effects were reported.

Manufacturer narrative:
The status of the device is unknown. If additional information is received, this report will be updated.